Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient no longer used their device and it did not work. MRI guidelines were provided to the caller. No further complications were reported.